Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was received and was visually inspected. Results: the inspection revealed that the tubing of the opt844 was pulled out of the connector. Conclusion: the observed damage is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt842 contain the following warning: do not crush or stretch tube.

Event description:
A hospital in the (B)(6) reported that the tubing detached from an opt844 nasal cannula while in use on a patient. The hospital confirmed that there was no patient consequence.